Event description:
It was reported that the patient had a "lead issue" on the left side within one year of implant in 2007. The hcp though there was a "lead connection issue" that was fixed. The manufacturer's device registry showed that the patient's extension and neurostimulator were inactivated on (B)(6), 2007 and a new extension and neurostimulator were implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Extension model 748251 serial# (B)(4) implanted: 2006-(B)(6) explanted: unk; lead model 3387-40 lot# j0454270v implanted: 2006-(B)(6) explanted: na.